Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cadiere forceps instrument did not work and malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the instrument's movements did not correspond to the console surgeon and had non-intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the cadiere forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.